Event description:
A 2.25 mm diameter x 18 mm length micro driver rx coronary stent delivery system was inserted into a pt for the treatment of a mid lad lesion. Lesion morphology was reported as tight. It was reported that the lesion was predilated. It was reported that the physician inserted the micro driver stent and successfully deployed the stent. Post dilatation was attempted with a 2.5 balloon; however, the balloon would not cross. It was noted at this time that the stent appeared to be crumpled with separation. A second balloon was inserted for post-dilation at 18 atm. Another MFR's stent was placed within the micro driver stent. Pt is reported to be satisfactory. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(Other, secondary intervention): (other, stent appeared crumpled with separation). Evaluation results: tight lesion.